Event description:
It was reported that the insulin pump alarmed button error and battery out limit. Customer's blood glucose reading was 139 mg/dl. No significant events leading to the alarm were observed. Advised discontinuation of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No button error alarms noted. The insulin pump powered up properly after battery installation. The insulin pump was received with operating currents within specification. No battery out limit alarms noted. The insulin pump was received with broken belt clip slot, cracked case at display window corners, cracked reservoir tube, cracked reservoir tube lip, cracked battery tube threads and minor scratches on display window.